Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii-iii.

Event description:
Patient reported being "desperate, scared, distressed, depressive and can't sleep well because had defective prostheses inside the body" as well as right side capsular contracture baker grade ii-iii. The device remains implanted.